Manufacturer narrative:
(B)(4). Mfg site name-coherent inc. Investigation results: one flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measures approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. There was no damage along the body of the fiber and to the fiber face within the sma connector. Functional examination revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser. The aiming beam was weak and round indicating a clean fiber break within the connector. As a result, transmission was not measured. The condition of the returned device would cause the fiber to transmit insufficient energy during ablation thereby confirming the event. The noted damages indicate the complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping; at the end of the procedure; or when packaging for return. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on october 09, 2017 that a flexiva 365 laser fiber was used in a procedure performed on an unknown date. Reportedly, the laser unit used was holmium console. According to the complainant, the laser fiber made a loud popping sound when connected to the laser unit. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within connector.